Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the healthcare professional had concerns with the long charge time of the device at implant. They expressed that the charge time was longer than previous generation of devices. Two battery measurements were taken during the implant and one was taken post implant, but all the measurements were varied. As a result of this, they will continue to perform a charge prior to implant. The device remains in use. No patient complications have been reported as a result of this event.